Manufacturer narrative:
No patient information was provided and no injury reported. Initial reporter: title and e-mail of reporter was not provided. The product was not returned for evaluation. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. 3m continues to monitor their complaints to confirm the effectiveness of the change made. The reported lot in this event does not include the solvent process change but did include the new material. End of report.

Event description:
It was alleged there was a leak at the y connector of the 3m ranger(tm) high flow disposable set. There was no reported patient injury. The type of fluid being used was not noted in the complaint.

Manufacturer narrative:
No patient was involved for patient was not connected to IV at the time of leak. Title and e-mail of initial reporter was not provided. End of report.

Event description:
The type of fluid being used was saline. No direct connection to patient at the time the leak was discovered which was during priming. No pump or pressure device was being used at the time.